Manufacturer narrative:
The common device name, model #, and catalog # were corrected. Device code was also corrected. Internal complaint number: (B)(4).

Manufacturer narrative:
This event is related to MFR 3010079947-2017-00067. (B)(4)

Event description:
A health care professional reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. A catheter access port (cap) dye study was performed and a catheter occlusion was observed on (B)(6)2015. The patient also experienced pump hypermobility and discomfort due to the pump migration. The pump and catheter were explanted due to the occlusion and patient discomfort on (B)(6)2015. The physician does not believe the pump malfunctioned. Product disposition is unknown.